Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA(B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2015. The fse inspected the small syringe, sample needle, injection valve, and found the actuating arm for the motor to the injection valve to be loose. The fse recentered and tightened actuator arm, performed normal start up, tested with whole blood. Total area was in the desired range. The g8 was working as intended. No further action required by fse. The probable cause of the event was a loose injector valve actuator arm.

Event description:
On (B)(6) 2015 a customer reported low tas on capped whole bloods after preventive maintenance (pm) service with their g8 analyzer. The customer indicates that all her total areas (ta) on whole bloods are now running around 600 and her quality control (qc) has dropped after fields service engineer (fse) was onsite for service yesterday. Advised qc will drop with preventive maintenance (pm) service. Asked her to confirm that the hemolysis & wash solution (h&w) and drain tubing is not pinched. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting of hba1c patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.